Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Resistance was felt while attempting to remove the protective sheath from the balloon and the sheath would not come off the balloon. The bdc was not used in the procedure. A new unspecified bdc was used to successfully complete the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.